Event description:
It was reported there was an error code failure that occurred at power up. It was also reported the battery was removed and the device was allowed to sit, then powering on of the device was tried and after 2 minutes same error appeared. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; analysis found the device would not power up due to fluid ingress / contamination. Analysis also found the upper case, lower case, display, display frame, display grommets, display frame screws, keypad, encoder assembly, encoder o-rings, one case screw, one knob, six main pcb (printed circuit board) screws, and the insulator label are contaminated. The main pcb is contaminated / corroded. One knob is damaged (the insert is not seated correctly down in the knob). (B)(4).